Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2509, awareness date 02-nov-2015) which refers to refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The consumer reported that after her 5th miscarriage and 2 children she decided for permanent birth control use. She stated the insertion procedure was one of the most painful things she had ever experienced. The doctor got the first coil in easily but the second one was not as easy, he was having problems placing it; she remembered the pain from it almost made her fall off the table. Then all of a sudden, it just went. They thought that it was ok but she had to have the follow up test done to confirm. Following the procedure the pain was constant and she knew there was something wrong not realizing the other side effects that she was also having was even related to essure, like bloating (dreaded e-belly), she looked like she was at least 3 months pregnant within the first few weeks of having essure. Her hair was falling out in clumps and she had more cavities that she had ever had, she stated her teeth were literally rotting away. She was constantly in pain, in so much pain in her joints she did not want to even get out of bed; being intimated with her husband was not even an option because that was even more painful. With all of this going on, depression set in, the depression made it harder to get out of bed than the pain did, she wanted to do nothing but cry and/or sleep all day. The confirmation test confirmed that one coil was still in place, and the other one that was hard to place had perforated through her tube and was found attached to her colon. An emergency surgery was set up to remove the coil, which was when she decided to research the problems she was having. She had her tube with the 1 coil removed and the other tube was tied and the other coil removed from being attached to her colon; because of the pet fibers that are used with the coils, she continue to have side effects. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted. During confirmation test it was observed that one coil was in place, and the other one that was hard to place had perforated through her tube and was found attached to her colon. Then, an emergency surgery was set up to remove the coil. This event, seen as fallopian tube perforation, is serious due to medical importance and required intervention and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, the insertion was very difficult and painful on one side which indicates that the perforation probably has occurred during placement. Therefore causality with suspect insert cannot be excluded. Since a surgery was required, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.